Event description:
Physician reported a patient who complained of dysmenorrhea and dyspareunia. Patient underwent essure procedure six weeks postpartum by another physician. Pt delivered via c-section prior to placement. Hsg was reported to be "normal" but physician has not reviewed films. Pt underwent a laparoscopy in 2008, which showed an enlarged uterus and adenomyosis. Pt then underwent a hysterectomy 2008. Physician did not see any sign of perforation during the hysterectomy. The pathology report showed normal findings; physician believes that pain may have been related to essure. Pt's pain resolved following hysterectomy.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.